Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the controls were valid and within range, with no anomalies identified in other samples tested. A batch trend analysis and complaint history review did not identify any trends or related issues. The investigation was limited due to the unavailability of additional information regarding the customer's workflow, storage, and handling procedures, as well as patient-specific details. Improper storage or handling of samples, including freezing or insufficient centrifugation, can generally contribute to variability in results. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged the generation of discrepant results with the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas ampliprep instrument. On (B)(6) 2020, sample ID: (B)(6) generated a result of 100 cp/ml. The same collection from the same patient (sample ID: (B)(6)) was tested on (B)(6) 2020 and generated a result of 683 cp/ml as part of the customer's repeat testing criteria. On (B)(6) 2020, the same sample (sample ID: (B)(6)) was repeated after a 1/10 dilution due to insufficient quantity for neat testing, and the result was 1690 cp/ml.